Event description:
It was reported that the device was over-heating. No patient injury was reported.

Manufacturer narrative:
Model # UDI is unknown; no additional information has been provided. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).